Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log files could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the media wall had a power bank that was out, and may be causing the problem. Also, the main power distribution (mpd) control unit had been replaced recently, which could have been a faulty part causing the reported issue. Fse replaced the mpd control unit and media wall which did not resolve the issue. Main power distribution (mpd) control unit was returned for analysis and part analysis could not identify any malfunction with it. Upon further inspection fse discovered that the main power distribution unit(mpdu) was not turning on the flex vision computer causing the system from not completely starting up. Fse replaced the mpdu, which resolved the issue. After replacing mpdu, the system was returned to use in good working order.the codes were updated based on the investigation outcome.